Event description:
Customer alleges discrepant results with meter compared to lab for pt# 1. Results as follows: date (B)(6) 2011, inratio: >7.5, lab: 1.5.

Manufacturer narrative:
Investigation pending.